Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dissection tip broke while inside the leg. The pieces were retrieved from the leg through open leg procedure. The procedure was completed with an open leg procedure. No further pt effect has been reported by the hosp.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.